Event description:
The following was reported by the pt's attorney: (B)(6) 2009: pt was implanted with multiple medical devices including davol flat mesh. The attorney alleges the pt experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney report is limited and does not allege a specific device failure. Additionally, it is unclear if the mesh remains implanted. The attorney did provide medical records to document the implant of the mesh. The pt underwent report of a pelvic floor prolapse where it appears add'l mesh besides the bard flat mesh were implanted. With the limited amount of info, no conclusion can be drawn at this time.